Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on coumadin plus aspirin. Before the 45-day follow-up visit the patient was experiencing some bleeding due to their medications and was transitioned to plavix and aspirin. The patient had their 45-day follow-up transesophageal echocardiogram (tee) procedure. The imaging showed that there was a small mobile thrombus on the face of the closure device. The patient was restarted on anticoagulation medication and another tee procedure was scheduled for a future date. The patient had no consequences as a result of this event and was discharged from the hospital doing fine.

Manufacturer narrative:
B5: information added h6: patient codes - added e0137 transient ischemic attack.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on coumadin plus aspirin. Before the 45-day follow-up visit the patient was experiencing some bleeding due to their medications and was transitioned to plavix and aspirin. The patient had their 45-day follow-up transesophageal echocardiogram (tee) procedure. The imaging showed that there was a small mobile thrombus on the face of the closure device. The patient was restarted on anticoagulation medication and another tee procedure was scheduled for a future date. The patient had no consequences as a result of this event and was discharged from the hospital doing fine. It was further reported a transient ischemic attack (tia) occurred.